Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist said the crown on their back tooth shifted since using the byte aligners. It now needs removed and an implant placed. Also, their entire bite is off. There is also another crack in a filling from shifting due to the aligners. They are scheduled to have their one tooth extracted next week. This is a contraindicated patient for crown and dental implants.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.